Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose event that led to a hospitalization. The patient's blood glucose at the time of incident was 40 mg/dl. The customer was given apple juice and then transported to the hospital. No further details were given regarding that incident as she declined troubleshooting for the hypoglycemia. The customer originally called to resolve an issue regarding her insulin pump screen; when she hits the escape button to look up the units remaining in her reservoir the screen that appears only has four lines of writing. The customer hit the escape button again and the screen came up accurately. The customer was advised that the screen she suspected was a malfunction may have been the sensor graph. However, that could not be confirmed as the customer declined further troubleshooting; she will call back when her husband is up since she cannot read the screen well. No products were shipped or returned.